Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 15-apr-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 3.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. Then, a 3.00x32mm promus element plus drug-eluting stent was advanced but it also failed to cross the lesion. The devices were removed from the patient's body. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed stent damage.